Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cracks along the distal cover's tear-off line could not be determined. It is possible that the damage to the distal cover was caused by chemicals, such as anti-fog agents, being adhered to the distal cover, or by having pushed the distal cover at an angle when attaching it to the endoscope. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: the instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline) to the distal cover and the endoscope. These products may cause cracks of the distal cover. Push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear off line." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was found that there were cracks along the tear off line of the distal cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the single use distal cover had some mucosal tissue was found to be trapped at the crack on the top of the distal cap upon withdrawal of the device from the patient. There were cracks in both the bottom center and along the tear off line of the distal cap. The issues occurred during the endoscopic retrograde cholangiopancreatography procedure and the procedure was therapeutic. The procedure was completed using the same device and there was no delay in the procedure. The subject device was subsequently evaluated by olympus. The evaluation uncovered that there were cracks along the rear off line of the distal cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.